Event description:
A pump alarm issue was reported during insulin pumping, with the customer declining to disclose if blood glucose levels exceeded certain thresholds. The alarm persisted despite following proper load techniques for a new cartridge. Technical support decided to replace the pump, which was still under warranty. Meanwhile, the customer planned to use multiple daily injections (mdi) as a backup therapy. Additionally, technical support guided the customer on how to put the pump into storage mode before returning it with a prepaid label.